Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during the surgery t2 was found to be already deployed form the inserter needle when the package was opened. No patient injuries or delay reported. Back-up device was not available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system, intended for use in treatment, has been returned for evaluation. Visual assessment of the device showed t1 is free from the delivery needle but remains attached to the suture. The actuator is in its t2 pre-deployment position. T2 remains in its pre-deployment position on the delivery needle. The reported t2 pre-deployment cannot be confirmed. The condition of the device indicates the trigger was manually advanced causing deployment of t1. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.